Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) when loading the set. The green bars acknowledged the set being loaded but the error code appeared as soon as the slide clamp was removed. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 322 alarm which was confirmed through a review of the event history log and reproduced during evaluation. The cause was determined to be the lower auxiliary not working as properly. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.